Event description:
In 2008, a customer contacted baxter's technical svc center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 2 of 4. The care giver (cg) stated that the supply bag was on top of the heater bag and fell off. The cg reconnected the same supply bag to an unused line. The technical svc rep (tsr) explained the suggested way for setting up the solution bags and explained the alarm. The tsr assisted the cg to end the therapy and advised to let nurse know about the alarm. The hp was to follow-up with manual changes. Nine months prior, the nurse was contacted and stated that the home pt (hp) developed peritonitis approx nine days after the original date, and was diagnosed two days later. The hp presented with cloudy effluent. The nurse wasn't sure if there was any break in aseptic technique but retrained the hp on proper procedure. The hp does reuse the drain bag, and the nurse was reminded that baxter encourages new supplies with every therapy. A cell count was performed the same day, showing a leukocyte count of 6560, an erythrocyte count of 420, and an eosinophil count of 1%, a lymphocyte count of 10% and a monocyte count of 10%. The gram stain performed revealed rare gram-positive cocci. A culture also performed the same day identified 2+ coagulase negative staphylococcus. The hp was given ancef and fortaz for four days from that day, and gentamycin (4mg/l) . Vancomycin (a loading dose of 2 grams then 1 gram for 2 weeks) was also given to the hp for fifteen days until the following month. The hp was not hospitalized due to this peritonitis episode and has reportedly recovered from the peritonitis (date unk).